Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: synthes vectra uniplate 36 with screws measuring 16. Medical product: conerstone allograft c5-c6 7mm. Medical product: conerstone allograft c6-c7 8mm. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is allergic to adhesives. The patient spoke with her doctor who recommended to apply a cream that was given to her after surgery. The patient was advised to take it (electrodes) off and stop using it (the (electrodes). The patient was instructed to change the electrodes for 2 days and not us the cover patches. She should try to rotate the electrodes. The patient used the ointment as well as cortizone. The patient will conduct a timed-test. New 63b electrodes were shipped to the patient. It was reported that no further information is available.

Event description:
It was reported by the patient that she is allergic to adhesives. Called the doc. Stated to call us. Doc told her to put on a cream they gave her after her surgery. Told her to take it off and stop using it. Change the electrodes for a 2 days. No covers. Try to rotate them. Ointment. Used cortizone. Patient will conduct a timed-test. New 63b electrodes were shipped to the patient. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4: UDI/ lot number, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.